Manufacturer narrative:
A4-a6: unk. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo 12.6 implantable collamer lens of diopter -8.0 into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2024 the lens was explanted due to glare/haloes. The problem was resolved. The cause of the event was reported as unknown.